Manufacturer narrative:
Device analysis: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on october 21, 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Device was explanted and replaced with a non-abbvie brand.

Event description:
Patient reported right side "pain and discomfort." Healthcare professional later reported capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch (B)(4). Aware date should have been listed as 10/21/2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side "pain and discomfort." Healthcare professional later reported capsular contracture, baker grade IV. Device remains implanted.